Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch basic meter would not power on. The pt indicated that the alleged meter issue started on nine days earlier, at an unspecified time. Before the reported meter issue began, the pt reportedly had symptoms of a headache. The pt did not take any actions related to diabetes treatment as a result of the alleged issue. That same day during the morning, the pt received assistance/advice from an unidentified health care professional. Her blood glucose was tested on a doctor's/clinic's meter but the result(s) obtained is not known. The pt claimed that she received insulin treatment. The type and dosage of insulin received is also not known. While speaking to the one touch customer advocate (otca), the pt noticed that the meter's battery was corroded. The pt also was reportedly using test strips with counterfeit labeling. The meter, test strips, and control solution were replaced. It would have been helpful to know the following info: the pt's testing frequency, her diabetes management and medication regimens, what time the alleged meter issue began, what her last blood glucose reading was on the reported meter, and what date/time the last result was obtained. In addition, it would have been helpful to know what time the hcp appointment was, what date/time the symptoms started, what actions the pt took in response to developing the symptoms, and when the pt started using the reported test strips. This complaint is being reported due to the following conclusion: the pt claimed that she received insulin treatment from a hcp as a result of the alleged meter issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.